Manufacturer narrative:
H3: the pump and catheter were returned. The returned devices passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8780 lot# serial# (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving fentanyl (concentration of 2500 mcg at unknown dose) via implantable infusion pump. It was reported that the patient was convinced there was a pump issue. The patient was in the emergency room (ER) following a recent concentration change, presenting to the emergency room with overdose symptoms. The rep was told that the physician changed the patient's concentration from 2000 mcg of fentanyl to 5000 mcg of fentanyl 1 day prior to the pump replacement. It was unclear why that change was made, the rep did not ask the physician as the physician did not make that information available to the rep, as an office staff of the physician was the one who provided the rep with that information. The patient presented normal at the time of replacement. The patient was sitting up, talking, and eating with no visible impairment. The pump was successfully replaced on (B)(6) 2021. The physician trimmed the catheter at the pump connection site and successfully aspirated the existing catheter and got good cerebrospinal fluid (csf) return. The physician used a trimmed 8784 to connect existing catheter to the new pump. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.